Event description:
When device was brought out of patient upon completion of the dilation, the doctor noticed the wire was not smooth sliding. He put another wire down and took this one out (used 2 of the same type). Boston scientific kinetix .014" wire modified, lot ID 13369821. Please note that both wire's of the same lot ID separated. Angiosculpt was not used in second wire. The wire was snared and removed. No injury to the patient. Patient is fine.

Manufacturer narrative:
Refer to the cover letter that is attached to this MDR report. Angioscore does not manufacture or distribute the boston scientific kinetix guidewire.